Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per tm the screen has rain' coming down the middle bottom and the charge port isn't working and the machine won't hold a charge. Per tm the poor image quality inhibits the end user from viewing the vascular structures and/or needle.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the screen has "rain" coming down the middle bottom of the screen was confirmed. There is interference in the bottom of the image box. The root cause of the reported issue is an internal failure on the probe. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tm the screen has ¿rain' coming down the middle bottom and the charge port isn't working and the machine won't hold a charge. Per tm the poor image quality inhibits the end user from viewing the vascular structures and/or needle